Event description:
Two rods broke one year post-operatively. According to the complainant, the patient experienced pain and x-ray revealed that the rods were broken. The rods were removed and replaced in 2002. The devices are currently being evaluated. No further information is available at this time.